Event description:
It was reported that during a port placement procedure, the guidewire was allegedly unable to be removed from the introducer needle. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10 manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one j tip guidewire in a guidewire hoop loaded into an introducer needle was returned for evaluation an attempt to retract the guidewire from the introducer needle was performed and was unsuccessful the guidewire was removed successfully after various attempts uncoiling was also noted to the guidewire therefore the investigation is confirmed for the reported difficulty in removing and identified stretched issue the investigation is also confirmed for the identified improper procedure issue as the reported event states that the guidewire would not pull through the needle which is against the IFU the definitive root cause was determined to be user related. Labeling review: as the reported event did not allege a labeling or use related issue a labeling review is not required. H11 section a through f the information provided by bd represents all of the known information at this time despite good faith efforts to obtain additional information the complainant reporter was unable or unwilling to provide any further patient product or procedural details to bd.